Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor burst. The reporter provided amounts of drugs used (2g/10mg hc in 58ml), however, the drugs were not specified. This occurred after filling and before patient use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was manufactured april 29, 2014 to may 1, 2014. The device was received for evaluation. Visual inspection of the device revealed a ruptured reservoir. A microscopic inspection revealed a marking near the rupture line on the internal surface of the reservoir. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.